Event description:
It was reported that during a digestive procedure, the cartridge broke. During the magazine introduction into the stapler, the fins broke. This led to difficulties when changing the charger because it was difficult to remove the magazine. The charger once removed, another magazine was introduced. The device was used until the end of the intervention. No loss of time; the surgeon continued the procedure while the ibode removed the charger stuck. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that a reload was received with the both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loaded technique. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.